Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. Pump error confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The customer's blood glucose value was 18.7 mg/dl. Customer reported they were unable to clear the alarm. Customer stated they were able to rewind the pump. The insulin pump passed self-test. Fill cannula was recorded in daily history. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.